Event description:
The company received a report where it was claimed that after the fourth day of pt use, cuff deflation was not possible. The end clinician elected to cut the inflation line and extubate and reintubate with a replacement tube.

Manufacturer narrative:
Part number# 138-75 is not distributed in the us; however, this is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.